Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch #t5dn6n. Device analysis: the analysis results found that a sr75 reload was received with both gripping surfaces broken off. The reload was received with the swing tab in the locked position and fully fired. No functional test was performed. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an ileotomy case, ntlc75 was used. During reloading of the device, nurse likely improperly loaded the device and caused wings of sr75 reload to break. There was no delay to the surgery. The reload was replaced and the procedure successfully completed. There were no patient consequences.